Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter was disconnecting. The tubing becoming disconnected from the bag at the green port site. The clinicians have been using the securement devices and have continued to see the disconnection occur. There was no patient harm reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample without its original package and without a lot number was received for evaluation. Upon a visual evaluation, the reported issue was observed in the sample as the catheter was found already detached from the connector. The manufacturing process was reviewed by the multifunctional team and was found to be running according to product specifications and meeting quality acceptance criteria; in addition, ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as scheduled. Per the available information for the complaint investigation, no abnormal process conditions that could cause this failure were detected in the manufacturing process that could cause this failure. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. Cdps were generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.